Manufacturer narrative:
Concomitant medical product: dtba2d4 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible tip fracture and measured high impedance from tip to ring and from tip to coil. There was oversensing with elevated sensing integrity counter (sic), non-physiological episodes, and noise. The lead remains in use. A lead revision was planned. No patient complications have been reported as a result of this event.